Event description:
A patient's family member reported they had clipped an article about medtronic regarding a batch of pumps that had malfunctioning gears in them and seized up.

Manufacturer narrative:
(B)(4).